Event description:
The procedure was reported to be a treatment of a stenosis located at the level of a diversion performed for a continent ureterostomy. It was reported that during the use of the fiber with a laser (MFR unk) and a flexible ureteroscope, the fiber broke distally, leaving one piece of fiber in the pt. The procedure was prolonged, and the pt experienced pain, due to attempts to retrieve the detached piece of fiber. It was reported that radiologic exam to visualize the fiber fragment was not performed. The pt's current status is unk. The MFR has been unable to obtain any add'l details.